Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 350cc mentor memorygel breast implant on both sides and was experienced bilateral capsular contracture; baker grade iii/IV postoperatively. On (B)(4) 2020, mentor became aware that the devices will be explanted on (B)(6) 2020, and that the patient will be switching to xtra. This report is for the patient¿s left-sided device.